Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the eto valve was loose, the image and eyepiece body was foggy, the distal end insulation megaohm value was out of specification, the bending section cover was discolored, there was a crack on the bending section cover glue, and a red marking on light guide prong/mount is missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cysto-nephro fiberscope had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed loose ethylene oxide valve issue could not be determined, however, the issue was likely the result of stress during user handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: the procedure was completed without delay using a different/similar device.